Event description:
After impacting the articular surface onto the tibial tray, it was noted that the articular surface was elevated at the backward edge and did not fit properly.

Manufacturer narrative:
This report will be amended when our investigation is complete.